Event description:
Thermacare heatwrap was applied behind left knee, because pt had fallen and strained knee. It was left on less than 8 hrs during the day. The next morning pt's family member noticed burns and blisters behind knee. Three visits to dr were necessary and augmentin 875 mg tablets and silver sulfadiazine cream 85 gm were prescribed. Pt is still applying the cream to this day to help heal burns. Pt feels that a much stronger warning is necessary on the product and the possible severe side effects have to be mentioned on the tv commercial for this product.

Event description:
Add'l info rec'd from MFR 7/3/02: MFR has several process controls and critical components of the medical device that they tightly control during mfg to ensure they stay within the targeted finished product spec for thermal heating extent and duration. These include the following. 1) control concentration and volume of the chemicals used to activate the heat cells during MFR. 2) control the quality and performance of component materials that determine heating after the heat cells are activated. 3) control size and formation of the heat cells which also determine heating. In summary, developing this product took years of research and development work, and factors controlling finished product thermal performance were closely examined to ensure MFR can make product to match design specs. Incoming materials are tested and controlled, on-line process controls ensure MFR operates within the design spec, and finished product testing is done prior to release. However, as with other heating devices, some consumers may experience redness or burns after extended use, due to lack of sensitivity or other skin conditions, or after using in "occluded" conditions (e.g. Under elastic waistband). Label info was designed to help consumers manage their use of the product to avoid these problems, and was reviewed with medical and safety experts before marketing. MFR's market experience and extensive safety testing to date indicates that redness or burns are very rare. Labeling info, intended to help minimize this type of issue, follows. MFR's reponse to specific request follows. The labeling recognizes that the product may not be appropriate for some individuals due to health or skin conditions or lack of sensitivity to heat. For individuals with concerns about skin sensitivity, the labeling requests them to modify their use to avoid redness or burns. These modifications include, using the product at first during the day only, avoiding direct contact with the heating cells, avoiding occlusion of the heating cells, and checking skin periodically. In addition, the product labeling includes a recommendation to either avoid use or consult a dr before use, if your skin is insensitive to heat or you have several different health conditons, including poor circulation or diabetes. In summary, MFR has carefully developed and tested this product, and millions of consumers have already safely used it and benefited from its portable and mild heat therapy. Similar products have been safely marketed over a long period of time. Some consumers, due to their own underlying health conditions, may need to avoid use or modify use. Labeling is used to educate consumers about possible skin sensitivities, including mild burns, if directions to monitor skin or modify use are not followed.